Manufacturer narrative:
Citation: stanska a, et al. Transcatheter aortic valve implantation through a transcarotid approach and cerebral injury. Kardiol pol. (B)(6) 2020 (B)(4). (B)(6) 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding a comparison of brain magnetic resonance imaging (MRI) scans in patients undergoing transcatheter aortic valve implantation (tavi) through transfemoral or transcarotid access. All data was collected from a single center. The study population included 8 patients with a mean age of 83 years. All patients underwent tavi with the medtronic evolut r via transfemoral access (5 cases) or transcarotid access (3 cases). No unique device identifier numbers were provided. The authors stated that all patients underwent non-contrast brain MRI before and three to five days after the procedure. In the transfemoral group, MRI scans from three patients showed several minor ischemic lesions, up to 7 mm, in both hemispheres and the cerebellum. Approximately three days after tavi, all three patients presented with mild delirium symptoms. One of them required antipsychotic medication. In the transcarotid group, one patient had an acute ischemic lesion (4 mm) observed in the precentral gyrus, in the left hemisphere. None of the acute ischemic lesions had any significant clinical consequences on the patients during the three-month follow-up. Per the authors, according to the valve academic research consortium 2 definition of stroke, all patients with cerebral ischemic lesions were classified as non-disabling strokes. No additional adverse patient effects or product performance issues were reported.